Event description:
The pt alleges that appropriately three months after lumbar fusion l5-s1 with instrumentation (rod, pedicle screws, and connectors), back soreness continued. The surgeon reportedly observed "an atypical change, namely, the l5 connectors were sliding off the post of the l5 screws" of the implanted system. The "slippage" was again noted at four months, and at five months post implant when the spinal system was removed.

Manufacturer narrative:
(B)(4). A review of the device history records cannot be performed without additional device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.